Event description:
It was reported that during thrombectomy, two passes were made with the retriever (subject device); however, blood flow was not restored. Subarachnoid hemorrhage occured in the treated area during procedure. The hemorrhage resulted in a stroke. No medical treatment was administered and the patient is reported to be "recovering".

Manufacturer narrative:
The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and stroke are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that during thrombectomy, two passes were made with the retriever (subject device); however, blood flow was not restored. Subarachnoid hemorrhage occured in the treated area during procedure. The hemorrhage resulted in a stroke. No medical treatment was administered and the patient is reported to be "recovering".

Manufacturer narrative:
The subject device was disposed.